Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high out of range thresholds. The patient was hospitalized and fitted with a life-vest. Surgical intervention was later performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high out of range thresholds. The patient was hospitalized and fitted with a life-vest. Surgical intervention was later performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. Additional information provided from the field indicated this s-ICD was not involved in any allegation or event. It was a replacement product to an event covered in complaint (B)(4).